Event description:
A ventilator was returned to the MFR for routine preventive maintenance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, issues related to the power board (would not charge batteries) and logic board (cycle failure) were observed. The device's power board and logic board were replaced to address the issue.